Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) was confirmed. As received, the belt failed incoming therapy electrode (te) recognition testing. Upon evaluation, there was a short between the pulse wires. The cause of the non-functional therapy electrodes is the short. The cause of the short is separated heat shrink. The root cause is being investigated under an existing internal corrective action. No adverse event resulted from the shorted pulse wires.

Event description:
A us distributor returned an electrode belt indicating that the therapy electrodes were non-functional.